Manufacturer narrative:
This event was originally reported under MFR#(b)(4( as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Event date is estimated manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established. Additionally, low flow alarms could not be confirmed as no log files were provided for review. A specific cause for the alarms could not be conclusively determined through this evaluation. The account reported that the patient had severe right heart dysfunction and although a pulmonary vasodilator was used and the pump speed was changed, it was felt that low flow alarms were likely to appear. In order to maintain the patient¿s quality of life (qol) and avoid sleep disorders and damage to mental health from frequent low flow alarms, it was determined that lowering the low flow alarm threshold would be effective. The patient remained ongoing on lvas support, with further reported events of low flow alarms until (B)(6) 2021 when the hm3 low flow software was ultimately installed on the patient¿s primary and backup system controllers. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also addresses all pump parameters and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from severe right heart dysfunction. A pulmonary vasodilator was used and the pump speed was changed. It was determined by doctors that lowering the low flow alarm threshold would be effective.